Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device is failing its self test. There was no negative patient impact.